Manufacturer narrative:
(B)(4). D6a. Implant date: being done 20 to 25 yrs ago. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision approximately 20 to 25 years after implantation due to a periprosthetic fracture caused by a fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. An x-ray image was provided for investigation. There is no date available on the image. However, a bone fracture on the left hip with a stem can be confirmed. Surgical report was not provided. Based on the provided x-ray image, the reported event can be confirmed. It is possible that the patient's fall contributed to the reported incident of bone fracture. However, based on received information (lack of medical records) it remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.